Event description:
Due to catheter movement during the injection of therasphere, the y90 microspheres all went into the gastroduodenal artery [procedural complication]. Due to catheter movement during the injection of therasphere, the y90 microspheres all went into the gastroduodenal artery [device deployment issue] . Abdominal pain [abdominal pain]. Gastric and duodenal ulcers [gastric ulcer]. Gastric and duodenal ulcers [duodenal ulcer]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a physician and concerned a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6) 2015, the patient underwent radioembolization with therasphere (dosage, batch number and expiration date not reported) for the treatment of his hcc. During therasphere injection, due to catheter movement, the y90 microspheres went into gastroduodenal artery. Apparently in the pet there was no traces of y90 in the liver and it seemed to be total captured by stomach, duodenum and pancreas. The reporting physician confirmed that this was an error during administration. The company consider the procedural complication and the device deployment issue as serious, since they may lead to a serious deterioration in the state of health of the patient. Further follow-up is being sought. Follow-up information received on 13-jan-2016: the physician reported that at the date of this report (13-jan-2016), the patient was still hospitalized. Follow-up information received on 26-jan-2016: the physician reported for this (B)(6) patient a medical history of multifocal hepatocarcinoma in alcoholic cirrhosis and the following not better defined concomitant medication: proton pump inhibitors, oral antidiabetics and antihypertensive drugs. The physician reported that the patient was hospitalized for therasphere treatment and for the prevention of complications after treatment. The patient did not experience symptoms in the two days after therasphere administration (batch number: (B)(4), expiration 12 days after calibration, which occurred on (B)(6) 2015 12.00 et), but then he started to experience mild and progressively increasing abdominal pain responsive to drugs. Oral feeding was discontinued with total parenteral nutrition during first month and still nasal-duodenal feeding at the time of the report. At an unspecified date, esophagogastroduodenoscopy (egrevealed gastric and duodenal ulcers with no bleeding and progressive reduction of deepness of lesions at serial endoscopy. At the time of this report, the patient was still hospitalized, nasal-duodenal feeded and monitored. The physician reported that pain and ulcers resulted from a procedural complication of therasphere treatment and were still under evaluation. The reporter did not assess the seriousness of the events abdominal pain, gastric ulcer and duodenal ulcer, and considered all these events as related to therasphere treatment. Upon investigation, the company also considered these events as serious (hospitalization) and related to the product. Final assessment on 26-jan-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Case assessment: the events abdominal pain, gastric ulcer and duodenal ulcer are considered listed according to therasphere current instructions for use. The reported procedural complication and device deployment issue are not adverse event per se, but a risk associated to tradioembolization technique. The physician considered the events (abdominal pain, gastric ulcer and duodenal ulcer) as related to the use of therasphere. In agreement with the reporting physician, the company also considered the events abdominal pain, gastric ulcer and duodenal ulceras related to the product, and the occurrence of the produral complication and device deployment issue related to a human error. Due to the accumulation of the y90 microsphere in healthy organs the company considers that this might led to a serious deterioration in the state of health of the patient. This is a reportable event since the patient suffered serious harm (requirement for prolonged tpn due to severe gastroduodenal ulcers). Since this occurred due to ectopic bead placement, which is in the IFU, this would be considered an expected event. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Due to catheter movement during the injection of therasphere, the y90 microspheres all went into the gastroduodenal artery [procedural complication]. Due to catheter movement during the injection of therasphere, the y90 microspheres all went into the gastroduodenal artery [device deployment issue]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a physician and concerned a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6) 2015, the patient underwent radioembolization with therasphere (dosage, batch number and expiration date not reported) for the treatment of his hcc. During therasphere injection, due to catheter movement, the y90 microspheres went into the gastroduodenal artery. Apparently in the pet there was no traces of y90 in the liver and it seemed to be total captured by stomach, duodenum and pancreas. The reporting physician confirmed that this was an error during administration. The company consider the procedural complication and the device deployment issue as serious, since they may lead to a serious deterioration in the state of health of the patient. Further follow-up is being sought. Case assessment: the reported procedural complication and device deployment issue are not adverse event per se, but a risk associated to the radioembolization technique. The company considered the occurrence of the procedural complication and device deployment issue related to a human error. Due to the accumulation of the y90 microsphere in healthy organs the company considers that this might led to a serious deterioration in the state of health of the patient. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Due to catheter movement during the injection of therasphere, the y90 microspheres all went into the gastroduodenal artery [procedural complication]. Due to catheter movement during the injection of therasphere, the y90 microspheres all went into the gastroduodenal artery [device deployment issue]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a physician and concerned a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6) 2015, the patient underwent radioembolization with therasphere (dosage, batch number and expiration date not reported) for the treatment of his hcc. During therasphere injection, due to catheter movement, the y90 microspheres went into the gastroduodenal artery. Apparently in the pet there was no traces of y90 in the liver and it seemed to be total captured by stomach, duodenum and pancreas. The reporting physician confirmed that this was an error during administration. The company consider the procedural complication and the device deployment issue as serious, since they may lead to a serious deterioration in the state of health of the patient. Further follow-up is being sought. Follow-up information received on 13-jan-2016: the physician reported that at the date of this report (13-jan-2016), the patient was still hospitalized. Case assessment: the reported procedural complication and device deployment issue are not adverse event per se, but a risk associated to the radioembolization technique. The company considered the occurrence of the produral complication and device deployment issue related to a human error. Due to the accumulation of the y90 microsphere in healthy organs the company considers that this might led to a serious deterioration in the state of health of the patient. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.